Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Visual inspection found a peeled (dso) downstream occlusion seal. Review of the event history log (ehl) showed high alarm displayed : occlusion alarm. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a peeled off dso seal. The downstream occlusion sensor was replaced and then recalibrated the dso sensor.the service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump's downstream occlusion value fluctuated considerably. There was no reported patient involvement.